Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unspecified infection at the device site. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead will not be returned to boston scientific for analysis.